Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7909305. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7909305. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7909306.

Event description:
It was reported the patient's lead has migrated. The issue was confirmed via x-rays. Surgical intervention may take place at a later date. It is unknown which lead is liable.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted and replaced with a scs system to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.